Event description:
It was reported that the ipg was no longer working as intended after receiving the end of service notification. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.